Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that upon starting the automated impella controller and using demonstration pump for a conference teaching, a controller error alarm was received multiple times. A hard reset was completed; however, the controller error alarm issue remained unresolved.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ controller error (yellow alarm) has been completed. On the compliance date, the console displayed the message ¿controller error (defective optical sensor lamp) ¿ the optical parameters were abnormal, particularly the light: 0.69 and the snr: 1.4. Although the console was rebooted several times, it continued to display event each time after connecting the demo pump. This confirms the reported failure mode. After the fourth reboot, it is most likely that the console was shut down due to the battery switch being disengaged without an ac connection. This aligns with the claim that a ¿hard reset was completed.¿ the console was then manually rebooted. After the reboot, the console displayed ¿unexpected controller shutdown device analysis: this console was tested and upon power cycling the console 10 times and running the optical test pump for two minutes each time, unable to reproduce the reported failure mode. The envelope from the optical bench was good. The 5s parameters with the optical test cavity are within specification. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning. Root cause: the root cause of the controller error was most likely due to contamination of the front panel optical connector. G2 report source; health professional and user facility was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26642.